Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 24ga 0.75in (B)(4). Investigation summary: a complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of needle retraction failure with lot #36689 regarding item #381012. The DHR for lot 0036689 has been reviewed. This lot was built and packaged on afa line 13 from 11feb2020 through 14feb2020 for a quantity of 264010 units. No related quality issues or process deviations were found. Peura rm5835 rev 18, version q has been reviewed. This type of failure has been included and assessed for risk on multiple pages, and it is impossible to narrow it down without the sample. Customer complaint trends are evaluated on a monthly basis, however the need for a formal corrective action cannot be determined in the absence of the root cause. Risk to the end user is established based on occurrence and severity of the defect as related to a specific failure mode in the manufacturing process and the effects of that failure. The risk could not be evaluated for the unconfirmed defect in the absence of the root cause.

Event description:
It was reported that 3 bd insyte¿ autoguard¿ bc shielded IV catheters blood control technology 24ga 0.75in experienced a needle that would not retract during use. The following information was provided by the initial reporter: this is a report about needle retraction failure. The hcp pressed the button to retract the needle but the safety mechanism did not activate.